Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air gap in about half of the infusion set tubing. Reportedly, the customer changed the cartridge/infusion set and the issue was resolved. The customer's blood glucose level was over 500 mg/dl and was addressed with a manual injection. It was reported that the customer's blood glucose level was fine at the time of the report.

Manufacturer narrative:
The original intake note indicated that the customer changed the cartridge and infusion set. However, the contact was one who changed the cartridge and infusion set.